Event description:
It was reported that after implanting a preloaded monofocal intraocular lens (iol), model dcb00, into the patient's eye, the capsular bag failed to secure the lens in place. As a result, the lens was promptly removed and replaced with a back-up lens model ar40e, diopter unknown/not provided. The procedure was completed successfully. Through follow ups, it was learned that a capsule tear occurred and an unplanned vitrectomy was performed. It was indicated that the capsule tear was not due to a lens issue, and no information was provided regarding whether the patient had preexisting conditions that could have contributed to the reported event. There were no incision enlargement or sutures and no medication outside the standard of care required. Patient outcome remains unknown. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (hs-device decentered or dislocated or tilted subluxated or wrong position). Section h6: health effect - impact code: 4625 - unplanned vitrectomy. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.